Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2016 with the following findings: during investigation, the pump powered on to a dim and discolored display. In addition, there was moisture in the battery compartment. A leak test failed due to cracks in the battery compartment along the side and from the case seal traveling to the bumper. The pump was opened up and no further moisture was found. Unrelated to the original complaint, the battery compartment was cracked in two places and the keypad was torn to the left of the up arrow button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.